Manufacturer narrative:
(B)(4). D10: medical products: item#: 00830004400, tm ankle tibial base size 4; lot#: 62898139. Item#: 00830002400, tm total ankle talus sz 4 rt; lot#: 62927672. Item#: 00830005400, prolong tibial insert sz 4 +0; lot#: 62595613. G2: foreign: canada. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right ankle midfoot fusion on and unknown date followed by an ankle arthroplasty approximately four (4) years and eleven (11) months ago. Subsequently, the patient began experiencing moderate pain and at the patient's five (5) year follow-up x-rays displayed heterotopic ossification. The patient began experiencing ankle impingement approximately seven (7) months ago and underwent an arthroscopic debridement with hardware removal.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under the correct MFR number.

Event description:
No further event information is available at the time of this report.